Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, cloudy image due to broken lens. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer rigid autoclavable telescope was returned to the olympus repair center for a ¿cloudy¿ image. The customer reported issue was found at an unspecified event. During the repair inspection, broken lens was identified. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the broken lens component during repair inspection.